Manufacturer narrative:
The report of the autopulse platform (sn (B)(4) displaying a user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message was reproduced during functional testing and confirmed during archive data review. The root cause was due to the driveshaft not being in home position. The archive data was reviewed and confirmed the occurrence of the ua 45 error message on the reported event date. Evaluation of the platform during initial power up, revealed a ua 45 error message on the user control panel. It was indicated that the driveshaft was not in home position. Using the administrative menu, the driveshaft was readjusted back to home position. The autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The platform passed all functional tests and is ready for clinical use. During visual inspection, the platform was examined and found no physical damage. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Manufacturer narrative:
The autopulse platform (sn (B)(4)) was returned to zoll on 19 mar 2019 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During training, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error messages on the user control panel. User was not able to clear the ua 45 error message. No patient involvement.